Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that he had no delivery alarm during basal/bolus/fixed prime. Customer's blood glucose was 438 mg/dl. The customer assisted in performing a 5.0 unit fixed prime. The customer stated the insulin did not exit. The customer was advised to remove the reservoir from the pump, disconnect and reconnect the reservoir and infusion set at the tubing connector and push insulin slowly through the tubing. The customer reported insulin exits the tubing. The customer was advised to reinsert the reservoir and run manual prime until at least 5.0 units and they oberve insulin exiting the tubing or pump alarms. Customer reported insulin exits with manual prime. The customer was advised the pump is working as designed. It was explained to the customer the alarm was caused by set/reservoir occlusion.